Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: during investigation, a visual inspection of the pump case revealed multiple cracks in the battery compartment. The battery cap was able to tighten securely to the pump. Unrelated to the complaint, investigation revealed that the audio bolus button was torn/punctured. That audio bolus button was found to respond appropriately.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that the the threads on the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.